Event description:
It was reported from the field that the device could not establish normal telemetry communication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late submission due to delay in receiving paperwork. The reported loss of communication was confirmed and was due to a low battery voltage. With a replacement battery, no source of high current drain was found during testing. The original battery cell was returned to its manufacturer for analysis. The root cause of the premature battery depletion was due to an internal battery anomaly.